Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the healthcare professional and stated that 4 days prior the device shocked them while mowing the lawn. The device was not checked and the patient has recovered; however, now the patient has an intermittent narrow-complex tachycardia in excess of 200 beats per minute. By intracardiac electrograms, this is most consistent with atrial flutter with rapid atrio-ventricular conduction (although cannot exclude paroxysmal supraventricular tachycardia). The patient has symptomatic narrow complex tachycardia, most likely atrial flutter which led to inappropriate implantable cardioverter defibrillator therapies. Various treatment options have been discussed and the device remains in use. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.